Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with 510k number k131855. Evaluation summary: it was caused due to a hear damage on the ccd lens during repair process. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Just the ccd, it has lens separation due to heat of the bending rubber machine.